Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient developed endocarditis few years ago and was treated conservatively. Then few years after the patient complaint of erythema, warmth, and swelling of the old pocket and was hospitalized for suspected infection. In addition, the product was surgically abandoned years before the infection started. There were no additional adverse effects reported. The product was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.